Event description:
It was reported while not in clinical use, the v60 had a low pressure alarm. Device was evaluated by philips field service engineer and performance verification testing conducted and device brought back to specification. If additional information becomes available a supplemental report will be submitted.

Manufacturer narrative:
H10 a field service engineer (fse) was dispatched onsite to evaluate and repair the device. Per gfe response, the customer noted that the low pressure alarm tone was in intervals. The fse troubleshot the device and checked the error log but did not see any error codes that were related to the reported issue. According to the fse, the device passed required performance verification tests per philips standard and was returned to service. Multiple attempts have been made to try to obtain further information about this case regarding the reported issue and resolution/repair, but no additional details are available. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.